Event description:
It was reported that the left ventricular (lv) lead had increased capture threshold. Intermittent capture threshold was noted at maximum outputs. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d314trg implantable cardioverter defibrillator (B)(6) 2011; 1882tc competitor implantable pacing lead (B)(6) 2011; linox competitor implantable tachy lead (B)(6) 2009. (B)(4).